Event description:
It was reported that the pt attended the clinic to have her processor programmed, ash she was not hearing anything with it. Testing showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned tot he manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.